Event description:
An infant had an apparent allergic reaction to the catheter. Some nurses felt the reaction was phlebitis like with a palpable lump, but weren't sure.

Manufacturer narrative:
Attempts have been made to obtain additional information. The nurse in the nicu stated that the doctors do not believe the catheter caused the reaction that the baby had. Upon completion of the investigation, a supplemental report will be submitted.